Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of an atrial fibrillation (af) episode noted the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be oversensing, but was sensing appropriately. The markers were misaligned on the episode that was reviewed. Review of a different episode showed appropriate placement of the markers, thus indicating it self corrected. The s-ICD remains in service and no adverse patient effects were reported.